Manufacturer narrative:
(B)(4).

Event description:
The sheath had to be removed from the patient because infusions and medications could no longer be administered. Sheath kinked. A new sheath was inserted.

Manufacturer narrative:
(B)(4). The customer returned a sheath assembly from a psi 9fr si-09903-e kit. The sheath showed significant signs of use and the sheath cap was returned on the sheath. The sheath cap was removed from the sheath and the sheath was visually inspected. Though the sheath showed significant signs of use, no defects or anomalies were observed. The sheath was able to be flushed and aspirated through the sidearm using a lab inventory 10cc syringe. A lab inventory dilator from a 9fr psi set was able to advance in and out of the sheath with minimal resistance. The lidstock states that the sheath should be used with a 7.5 fr-8 fr catheter. A 7.5 fr edwards swan ganz catheter was able to advance through the sheath with minimal resistance. Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use provided with this kit warns the end user to not suture directly to the outside diameter of the sheath to minimize the risk of cutting or damaging the sheath or impeding sheath flow. The reported complaint that the sheath was blocked could not be confirmed based on investigation of the returned sample. The sheath was able to be flushed and aspirated through the sidearm using a lab inventory 10cc syringe and a lab inventory dilator from a psi set was able to advance in and out of the sheath with minimal resistance. In addition, a device history record review did not reveal any manufacturing related defects. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reported complaints of this issue.

Event description:
The sheath had to be removed from the patient because infusions and medications could no longer be administered. Sheath kinked. A new sheath was inserted.

Manufacturer narrative:
(B)(4). The customer returned a sheath assembly from a psi 9fr si-09903-e kit. The sheath showed significant signs of use and the sheath cap was returned on the sheath. The sheath cap was removed from the sheath and the sheath was visually inspected. Though the sheath showed significant signs of use, no defects or anomalies were observed. The sheath was able to be flushed and aspirated through the sidearm using a lab inventory 10cc syringe. A lab inventory dilator from a 9fr psi set was able to advance in and out of the sheath with minimal resistance. The lidstock states that the sheath should be used with a 7.5 fr-8 fr catheter. A 7.5 fr edwards swan ganz catheter was able to advance through the sheath with minimal resistance. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use provided with this kit warns the end user to not suture directly to the outside diameter of the sheath to minimize the risk of cutting or damaging the sheath or impeding sheath flow. The reported complaint that the sheath was blocked could not be confirmed based on investigation of the returned sample. The sheath was able to be flushed and aspirated through the sidearm using a lab inventory 10cc syringe and a lab inventory dilator from a psi set was able to advance in and out of the sheath with minimal resistance. In addition, a device history record review did not reveal any manufacturing related defects. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reported complaints of this issue.

Event description:
The sheath had to be removed from the patient because infusions and medications could no longer be administered. Sheath kinked. A new sheath was inserted.